Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a routine follow-up. Review of the strip revealed vf instead of svt and the patient received inappropriate atp and hv therapy. No programming changes were requested. Further actions will be discussed with the physician. The patient was stable and will continue to be followed with routine follow-up.